Manufacturer narrative:
A specific root cause could not be determined based on the provided information. The most likely cause was a dirty sample probe.

Manufacturer narrative:
This event occurred in (B)(6). (B)(6).

Event description:
The customer reported that they received questionable results for a total of five patient samples tested for c-reactive protein gen.3 (crp) and creatinine plus ver.2 (crea). Of the five samples, four had erroneous results for crp. It was asked, but it is not known if any erroneous results were reported outside of the laboratory. The first sample initially resulted as 0.0 mg/l. The sample was repeated and resulted as 31.6 mg/l. The second sample initially resulted as 0.0 mg/l. The sample was repeated and resulted as 9.1 mg/l. The third sample initially resulted as 0.0 mg/l. The sample was repeated and resulted as 145.0 mg/l. The fourth sample initially resulted as 0.0 mg/l. The sample was repeated and resulted as 99.4 mg/l. The patients were not adversely affected. The crp reagent lot number was 615805. The reagent expiration date was asked for, but not provided. The customer changed the sample probe and after this, the instrument was working ok. Precision studies were performed and quality controls were tested.